Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 450 mg/dl. The customer reported they have a backup plan available and have not contacted their healthcare provider regarding unexplained high blood glucose. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised that he may have issue with his site location and had change his set again a choose a different site. The customer was advised to test himself after awhile to make sure blood glucose is going down and if not to please call the helpline to report.